Event description:
It was reported that the patient was in the hospital for 3 weeks due to a wound that got infected. The wound was caused by the patient scraping the back of his leg. Due to the patient's spinal cord injury he did not know he had injured himself. When the patient sustained the injury the spasticity in his legs was 'crazy.' The spasms in the patient's leg 'tore the surgery' that was done and they had to redo the surgery which prolonged the hospital stay to 3 weeks. The patient indicated that the infection was not device related. The patient reported that the doctor knew he was having problems because he saw him twice the month before to have the pump adjusted because of the wound. The patient reported that the doctor did not want to adjust his pump while he was in the hospital. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n226699, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).